Event description:
Customer states that unit runs for a few minutes then alarms. Customer states it started a month ago and was intermittent but is consistent now. Unit is used seldomly and has 50 hours on it. Used on 3 liters. Customer states that if liter flow is turned all he way up and started multiple times, the unit may run for awhile.